Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted two pod pcs into the target vessel using the lantern. Next, while advancing a new pod pc through the mid-shaft of the lantern, the physician experienced resistance and decided to retract the pod pc. While retracting the pod pc, the physician continued to experience resistance; subsequently, the pod pc unintentionally detached within the lantern. Therefore, the lantern containing the detached pod pc was removed. It was noted that the distal end of the pod pc was stretched. The physician then successfully implanted a new pod pc and seven non-penumbra coils into the target vessel using the same lantern. While advancing a new non-penumbra coil into the lantern, the physician experienced resistance. Therefore, the lantern containing the coil was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted two pod pcs into the target vessel using the lantern. Next, while advancing a new pod pc through the mid-shaft of the lantern, the physician experienced resistance and decided to retract the pod pc. While retracting the pod pc, the physician continued to experience resistance; subsequently, the pod pc unintentionally detached within the lantern. Therefore, the lantern containing the detached pod pc was removed. It was noted that the distal end of the pod pc was stretched. The physician then successfully implanted a new pod pc and seven unknown coils into the target vessel using the same lantern. While advancing a new pod pc into the lantern, the physician experienced resistance. Therefore, the lantern containing the pod pc was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the distributor on 05/08/2023: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned pod pc confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was separated, and the pull wire was retracted from the pusher assembly. This likely contributed to the coil detachment during the procedure. Further evaluation also confirmed offset coil winds on the embolization coil. If the pod pc is advanced against resistance, damage such as this may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks on the pusher assembly. This damage was incidental to the reported complaint and likely occurred during packaging for the device return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.